Manufacturer narrative:
(B)(4). This customer reported that the got "no shock delivered" messages during a pt event. The customer has stated that the device behavior was not a factor in the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that they got "no shock delivered" messages during a pt event. The customer has stated that the device behavior was not a factor in the pt outcome.